Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately nine weeks post implant it was found that the atrial exhibited no capture, no sensing and no pacing. It was noted that at initial implant the lead was moved about fifteen times in order to find adequate sensing and pacing. The surgeon had determined that either atrial standstill or fine af (atrial fibrillation) unable to be detected due to patient's pathology of atrial myxoma removal. The lead was explanted and replaced. Additionally, it was reported that the patient was experiencing pacemaker syndrome as the pacemaker was in back-up mode. The device was reprogrammed to a lowered rate and the patient was fine. The device was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d10 product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.